Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were damaged. The customer stated the "o-ring inside the piston was pushed over". In addition, the customer reported multiple occlusion alarms occurred due to the damaged cartridges. The customer's blood glucose was 257 mg/dl. The customer loaded a new cartridge onto the pump and resumed insulin successfully.